Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, missing a piece of shell (0-25%), red particles on the gel, crease fold, and wear abrasion. A microscopic analysis was performed which identified, crease sharp broken on posterior, striated broken on posterior, and more than three striated openings on anterior, posterior and radius. Based on the device analysis, the final assessment is: crease sharp broken on posterior assessed, as fold flaw opening. Striated broken on posterior assessed, as surgical damage. More than three striated openings on anterior, posterior and radius assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, right side rupture. And exchange of textured devices, due to patient's concern with product. Device has been explanted and replaced.